Manufacturer narrative:
The insulin pump passed the displacement test, sleep current test, active current test and self test. Pump error 63 confirmed in pump history with variable (03) due to broken trace at keypad assembly (pins 1 & 6). Volume did change when adjusted. Audio/vibrate anomaly/absence of alarm not confirmed. The power management tool indicated no abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph. Charge/battery lasts less than expected not confirmed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had hardware low level failures. Customer's blood glucose level was 165 mg/dl at the time of incident. Customer was able to clear alarm and unable to rewind insulin pump. Insulin pump will be returned for analysis.